Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 12 mg/dl, loss of consciousness, and a diabetic coma. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous dextrose, customer was put on a ventilator, and unspecified medication were administered to raise blood pressure. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.